Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on "(B)(4) 2018," that on (B)(6) 2018, a loss of connection occurred. It was determined the issue is related to the mobile application. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed. A probable cause could not be determined.